Event description:
Caller reported experiencing a cartridge alarm issue with their device. There was a specific note stating that the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. In response to the issue, a replacement pump with updated software was sent to the caller by cts, who also provided instructions on storage and returning the problematic pump. Additionally, the caller received guidance on using a backup method to ensure continued insulin delivery and acknowledged understanding all instructions.